Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a heart attack. Stimulation was turned off while the patient was recovering. The patient reported the heart attack was due to a heart condition that was not related to the device; nevro attempted to obtain a medical assessment regarding the heart attack but was unsuccessful. Stimulation has been turned back on and the patient is receiving effective pain relief from the device.